Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with blank display; problem isolated to the pcb2 board. Unable to verify battery power loss or download using thump due to blank display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. No moisture damage noted to electronic assemblies or motor assemblies per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed blank display; problem isolated to the pcb2 board. Unable to verify battery power loss due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed battery issue. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.